Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2014, removed and replaced on (B)(6) 2020 due to the device being non-functioning. Additional information received per the territory manager noted, "the surgeon did not say whether or not he saw a leak anywhere in the system. I also didn't notice anything when I was packing up the device." Additionally, the pump was not available for return. Two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1 near the base and three separations in the reservoir bladder. Testing revealed these to be sites of leakage. Microscopic evaluation revealed a central groove at each of the sites of separation, indicating contact with a small sharp instrument such as a needle. Microscopic evaluation revealed a group of uniform striations was noted on the reservoir inlet tubing, indicating contact with unshod instrumentation. Testing revealed these striations to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the reservoir inlet tubing near the connector. Examination revealed the tips of the rear tip extenders (rtes) for both cylinder 1 and cylinder 2 were detached. Microscopic evaluation revealed uniform striations, indicating contact with sharp instrumentation, such as a scissors or scalpel. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, the information received indicated the device was non-functioning. The pump component was not received for evaluation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. However, based on the information and device components received, the complaint could not be confirmed, and cause of the complaint could not be determined. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 and the three separations in the reservoir bladder occurred after the device packaging was opened. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was non-functioning. The device was removed/replaced. The surgeon did not indicate whether or not he saw a leak anywhere in the system. The manufacturer's representative also did not notice anything when packaging the device for return.